Manufacturer narrative:
Initial findings were confirmed by the intuitive surgical, inc. (Isi) failure analysis team. The maryland bipolar forceps failed initial continuity testing to one of the grips. Upon disassembling and visual inspection, the instrument was found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The wire break happened around 3.475 in from the conductor wire proximal pin connection. There were no signs of thermal damage observed on adjacent components on the proximal end. The initial observations of thermal damage on the yaw pulley and damaged insulation of the conductor wire at the distal end were confirmed as well. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the instrument failed the electrical continuity test intermittent, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is obvious damage to the conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Fa found additional observations that were not reported and are not related to the customer complaint: the instrument was found to have charring and localized melting at the yaw pulley. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the 8 mm maryland bipolar forceps instrument does not burn properly in the tissue. When diathermy is used, nothing happens to the tissue that the instrument is holding. So, no coagulation. The customer reported event had no report of patient injury.